Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2004, the patient was implanted with a gore excluder aaa endoprosthesis. Reinterventions to repair a type ii endoleak were not successful. The abdominal aortic aneurysm continued to enlarge. The patient was converted to open surgical repair and the devices were explanted in 2007. The patient is doing fine.